Event description:
Patient presented to the ER physician with concerns of infection. ER physician determined that the patient did not have an infection. Patient presented to their inspire-trained physician with concerns of infection. Physician evaluated the patient and determined the ipg had migrated and that there was significant tethering from the stimulation lead. Physician brought the patient to the or and confirmed infection at the ipg site. Physician removed the entire inspire system, flushed the area with antibiotics, and prescribed oral antibiotics after the procedure was completed.